Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I es (tropi es) result was obtained from a single patient sample when using vitros troponin I es (tropi es) reagent lot 6160 on a vitros xt 7600 integrated system. The vitros tropi es result was considered discordant when compared to a repeat result obtained from the same patient sample. The assignable cause of the non-reproducible higher than expected patient sample result was not determined. There were no issues reported or identified with the qc results obtained at the customer site, and no concerns were raised regarding the accuracy or precision of the vitros assay. However, the customer does not process a control fluid with a troponin I concentration at or below the url. Therefore, the performance of the vitros tropi es reagent lot 6160 at or below the url concentration of 0.034 ng/ml cannot be determined, and a reagent issue cannot be entirely ruled out as a contributing factor to the event. Within run precision testing performed around the time of the event indicated overall acceptable instrument performance, however, an instrument related issue cannot be entirely ruled out as a contributor of the event. The customer was not following the sample collection device manufacturer's recommendation for sample centrifugation. Consequently, improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this cannot be confirmed. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros tropi es, lot 6160.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected troponin I es (tropi es) result was obtained from a single patient sample when using vitros troponin I es (tropi es) reagent lot 6160 on a vitros xt 7600 integrated system. The vitros tropi es result was considered discordant when compared to a repeat result obtained from the same patient sample. Patient 1 vitros tropi es result of 0.348 ng/ml versus the expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible higher than expected vitros tropi es result of 0.348 ng/ml was reported from the laboratory. However, no treatment was initiated, altered, or stopped based on the reported result and a corrected report of <0.012 ng/ml was later issued for the patient. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).